Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The field service engineer (fse) spoke with the customer and confirmed no further issues occurred after completion of the procedure. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the universal surgical manipulator (usm) 1 would float when removing an instrument. Technical support engineer (tse) explained that the usm should retain its position when an instrument is removed unless the instrument clutch button is pressed and there were no errors found associated with usm 1. The procedure was completed as planned with no reported injury.